Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a navio assisted ukr surgery, after burring half of the medial condyle in exposure mode, the surgeon went into speed mode and the burr would not spinning when the foot pedal was depressed. They disconnected and reconnected the drill control cable but the burr still would not spin. They disconnected and reconnected the drill cable, re-calibrated, and homed. The burr started spinning in exposure mode. The surgeon was afraid to let off of the foot pedal because the drill may not spin again. He let off of the foot pedal and depressed it again, and the burr would not spin in exposure mode nor speed mode. They quit the case, logged out of the system, unplugged the drill control cable and drill cable and reconnected them. The e6 error appeared. Then, they replaced the drill with a new drill and the procedure could be completed, with a non-significant delay. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H3, h6: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, serial snk07311266202 and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. A drill test was performed and the system outputted an "e5" error, which is related to the customer allegation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is electrical failure within the motor device cable. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.